Event description:
The doctor reports that once the package was opened, he realized that the container came completely empty, and it was also hermetically sealed but with the inner part completely empty. The affected dental position is unknown. The doctor reports that the procedure was not completed by properly placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received the packaging for one (1) tsvtb13, (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). The implant packaging returned was already opened, and the outer vial's tamper seal / ring was observed broken. The implant and the bundle mount were missing, only the cover screw was returned. The coob is non-verifiable since the condition of the packaging / product when delivered to the customer is unknown / non-verifiable. DHR review was completed for the subject lot number 1267139. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267139 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.